Event description:
It was reported that the inner sheath had fractured ceramic head. The issue occurred at reprocessing of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found the ceramic head (insulation beak) was broken. Based on the results of the investigation, it is most likely the cause of reportable malfunction is impact, dropping, shock or similar stress. Insulation beak failure is mechanical component problem. However, the root cause of reportable issue could not be determined. Olympus will continue to monitor field performance for this device.